Event description:
Reporter stated that the lancet protruded beyond the end-cap of the softclix lancet device after firing. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
It is not known if the initial reporter has reported, or intends to report, the event to the FDA.

Manufacturer narrative:
It is not known if the initial reporter has reported, or intends to report, the event to the FDA.